Event description:
It was reported that in (B)(6) 2013, two to three months after a pump and catheter revision (see manufacturer report # 3004209178-2013-19257), the patient¿s pump was to be refilled. However, the hcp had trouble finding the pump upon attempting to refill it. The patient did not believe the pump was moving around at that point but the neurologist had it tipped slightly so it was not flush/flat. On (B)(6) 2013 the patient had a series of three x-rays and the hcp could not fully find the catheter running to the back of the spine. The x-rays were reviewed by the surgeon as reportedly there was a break in the catheter. At this time, the patient felt as if she was not getting her medication. Currently, the patient felt tight and had experienced ¿irregular periods¿ of feeling tight. The patient felt the pump was not effective for her. A ¿catheter port study¿ was scheduled for (B)(6) 2013. The patient was also seeking information for a new physician as she was relocating. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).